Event description:
The patient received two leads with the same lot number. It was reported the patient was not receiving adequate stimulation relief, and wanted the scs system removed. Follow up identified the physician explanted the scs system. It was reported the devices would not be returned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.